Event description:
It was reported that the patient¿s lead broke near the anchor site in 2013. The lead was replaced, which resolved the issue. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant: product ID 3877-45, lot# 0206266274, product type lead. (B)(4).